Event description:
It was reported that the 9800 system is tracking to the maximum technique and there is no image on the monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep was unable to duplicate the problem.